Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic liver resection. Event description: the entire of duckbill fell into the abdominal cavity. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. This event unit will be returned. Intervention: replaced with a hospital inventory and the procedure was completed. Patient status: no patient injury indicated.